Event description:
The customer reported the system appeared to be exposing on its own and the fast stop switch would not stop the issue. The system appears to be experiencing symptoms of a system lock up. There is not report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.